Manufacturer narrative:
One pump was received for investigation in good condition. Functional and nda test was performed. The reported event was duplicated during the functional test, when the pump was attached to a cassette cassette and the latch lock flex is nonfunctioning. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device was previously repaired on 03-nov-2022 for bubbled dso seal. The latch/lock was replaced, but it was likely misdiagnosed in this repair and should have replaced latch/lock flex.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump is giving a lock cassette to start pump message when the cassette is locked. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.